Manufacturer narrative:
Additional contact information: (B)(6) oncology specialist (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus infusion pump indicated no disposable, pump wont run" alarm. Per reporter no air noted. Per reporter the residual volume was 75.7 ml, the rate was 41 ml/24hr and 6.35 ml was given. No adverse patient effects were reported. Per reporter, no additional information available at this time.